Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: during investigation, the black box showed no evidence of an intermittent power event prior to complaint date; however, there was one unexplained pump reboot that was observed in the black box after the complaint. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measures were within specification. The battery compartment was found to be cracked. There was evidence of moisture contamination found inside the battery compartment. There was a case crack. A 24 hours basal program was run with the returned battery cap and there was no reboot, loss of power or call service alarms duplicated. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. Reportedly, there was visible moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.